Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Exp. Date. Mfg. Date. Problem codes: added to report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broken radiolucent drive is captured on related complaint (B)(4). This report captures the secondary fracture and the distal screw which was not inserted completely.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned screw show that the threads (approx. 12mm from the tip section) are flattened and the anodized layer disappeared. Furthermore, the stardrive recess show signs of use. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Considering the visible damages (flattened threads) and based on the provided information, we assume that possibly the inserted position moved, or an angulation problem occurred while inserting the screw. Consequently, an excessive contact with the nail in combination with a mechanical overloading is most probably the reason for the visible damages on the thread. In this regard please reference technique guide 036.000.752. Based on our investigations a product related fault can be excluded. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot this mre review is for sterilization procedure only part: 04.005.528s, lot: 3l80149, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 13.march 2019, expiry date: 01.march 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico part: 04.005.528, lot: 3l68248, manufacturing site: mezzovico , release to warehouse date: 25.february 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, osteosynthesis surgery for the femoral diaphyseal fracture (ao classification: type c) was performed with expert afn. After inserting two screws in the distal area, the surgeon found by x-rays that one screw was not inserted completely. He removed the screw and drilled again but was unable to insert another screw in the hole. He drilled through the remaining screw hole, however, the drill interfered with the nail and the radiolucent drive broke. The surgeon inserted a screw into the hole from which he removed the screw. He hammered a screwdriver which was attached to the screw because the screw could not be inserted easily. A secondary fracture occurred when he hammered the screwdriver about five (5) times forcefully. The surgeon wrapped the secondary fracture site with a non-synthes cable. Eventually, the distal locking was done with only one screw. The surgery was delayed by less than thirty (30) minutes. The broken radiolucent drive is captured on related complaint (B)(4). The secondary fracture is captured on related complaint (B)(4). This complaint captures the distal screw which was not inserted completely. This report is for a locking screw. This is report 6 of 6 for (B)(4).